Event description:
Resident had fasting glucometer blood sugar check with results 497. Lab had also drawn a fasting blood draw on resident same a.m. - at 1500, lab reported results of 79 to facility. Fyi: due to no serious outcome to resident from this event, voluntarily reporting to FDA.